Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that an alarm "no disposable" was detected several times in three days. The cassettes have worked on the other pump. There were no consequences for patient (patient autonomous).